Event description:
Pt was being treated for recurrent meningioma, and had undergone two previous operations. Physician described this as a very complex case, and that the pt has very thin skin. A large piece of duragen was used to repair the surgical defect of the pt's dura mater. After an unreported length of time the surgical wound broke down, and cerebro-spinal fluid leakage was noted.